Manufacturer narrative:
Device used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a one tfn (trochanteric fixation nail) broke. The patient visited the emergency room after having suffered a fall during the night and lying on the floor approximately six hours until being found by a family member. At the time the patient had reports of pain in the right hip. It was reported on (B)(6) 2014 that the patient developed pain in the left shoulder during hospitalization. In addition, maximum abduction and horizontal adduction are painful. It was also reported that the patient suffers from pain when applying her weight to the crutch. This complaint is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was initially implanted with a trochanteric fixation nail on (B)(6) 2014 after a fall.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the nail broke through the distal locking hole. The investigations included to inspect the manufacturer documents, technical drawings and the raw-material inspection sheet of the supplier. The fracture surfaces of the implant were investigated by scanning electron microscopy (sem). The green anodized nail is made of ti6al7nb (titanium alloy). The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the nail is in compliance with the international standards iso 5832-11 and astm f1295 for implants made of ti6al7nb. The dimensions of the investigated nail were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The outer distal diameter of the nail was 10.04 mm and the inner diameter (cannulation) was 4.63 mm. The sloth width of the distal locking hole was 5.17 mm. Macroscopic lines of rest are documented and are a sign for a fatigue failure. When examining the distal fracture surfaces of the nail using sem, the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side of the nail and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). Furthermore, the proximal fragment showed mechanical wear in the elongated hole from the locking bolt which were also identified at the bolt itself. At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces also showed mixed fracture appearance over a sizeable area, fatigue striations with dimples. The areas with dimples correspond to the residual forced fracture zones and indicate moderate bending loads. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, it can be concluded that the nail was subjected to moderate dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was admitted to hospital on (B)(6) 2014 with a per/subtrochanteric right femoral fracture for surgical treatment by implantation of a trochanteric fixation nail. The wound had been healing and the patient had started weight bearing. Sometime before the follow up visit on february 28, 2014 (exact date unknown) the patient started experiencing pain again and an x-ray revealed that the implanted nail had broken at the distal locking hole. On (B)(6) 2014 the patient underwent a revision surgery where the broken nail was removed and a new trochanteric fixation nail was implanted. This procedure was completed without complications.